Event description:
Facility reported cracked filter, which caused back-up of blood from nicu pt. Tubing had been changed at 6pm in 2007. No leak noted upon priming. Around 8am the following morning, nurse noted blood in the bed. Baby's hematocrit dropped from 29 to 24. Transfusion was given. Condition improved with hematocrit 42 post transfusion. Set rec'd for investigation. No crack noted in filter, but leak noted on tubing next to filter outlet. Visual inspection under microscope shows tiny cut in tubing. Sample was cut open to check for any flash or sharp areas that could lead to tubing damage. No anomalies were identified. Filter port and tubing dimensions were within specifications. Add'l testing related to solvent also failed to identify root cause of leak. Investigation remains ongoing. F/u report will be submitted when investigation is complete.

Manufacturer narrative:
.